Manufacturer narrative:
Date of event is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported a sudden return of urgency. The patient said that since they received the implant they had not felt stimulation like they had with their previous systems. They said that they received the new handset and wanted to review functionality, stating they had never been trained on the new device. The patient reported they had already changed programs, it was discovered they were only adjusting the setting within each program a little bit. The patient was going to track symptoms and work each program before switching to a different program. They were going to schedule a reprogramming session after working each program if there was no improvement in symptom control. No further complications were reported or anticipated.